Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: a customer called to report that a 2cm piece of the epidural catheter broke off inside the patient during removal. Pt is a 36yo female who had the epidural for delivery - both mom and baby are fine and without complications. The incident occurred during the removal of the epidural catheter. The patient has been x-rayed and the 2cm piece is lodged in soft tissue of her back, nowhere near her spine. At this time they are going to just leave it in and will make a decision in the near future about what to do (if anything) about it.